Event description:
The following article has been reviewed: patel p, ost de, shaller b, chang j, yenepalli a, choi hj, free d, kang cy, sumner e, cao c, bedi h, cone beam computed tomography-guided bronchoscopy versus computed tomography-guided transthoracic needle biopsy for peripheral pulmonary lesion diagnosis, chest (2026), doi: https://doi.org/10.1016/j.chest.2026.02.038 and cited seven (7) instances of serious events and two (2) pneumothorax with intervention. This report is being submitted for these events.